Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00371762_1644408-2022-00721; 520-01-016, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Patient felt discomfort male.